Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 for less than 24 hours due to hypoglycemia. The blood glucose level was 61 mg/dl at the time of event and the patient got treated with intravenous (IV) drip. No further information was available.